Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization set for evaluation. No obvious signs of use were observed on the returned kit. Visual inspection of the returned guide wire revealed offset coils near the distal end of the guide wire. This damage is consistent with resistance being encountered while threading the guide wire through the needle cannula. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. The major offset coils in the guide wire measured 18mm, 19mm, and 21mm from the distal end. The guide wire length measured 4 5/8", which is within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter measured 0.40mm, which is within the specifications of 0.381-0.404mm per product drawing. The needle cannula inner diameter measured 0.025", which is within the specifications of 0.0250"-0.0255" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Major resistance was encountered when attempting to thread the guide wire through the needle cannula, and the guide wire was not able to pass. A manual tug test confirmed the distal weld was intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The guide wire contained offset coils towards the distal end. The guide wire and needle met all relevant dimensional requirements, and a device history record review revealed no relevant findings. Major resistance was encountered in the needle cannula during functional inspection. A CAPA was initiated based on a recent trend for guide wire/needle resistance. The CAPA investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (dec 2021 - mar 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to patient.